Event description:
During epidural placement, the anesthesia resident opened one kit (perifix/braun) and started the epidural placement. The resident was having problems with the placement, so the attending offered a different epidural kit that the resident was more familiar with (bd). The resident tried again with the bd kit, but could not place epidural. The attending opened a third epidural kit (bd) and placed the epidural.as the attending was disposing of equipment in the sharps trash bin, it was realized that the perifix/braun obturator/stylet was sticking out of one of the bd epidural needles. When inspecting the tip, it initially appeared that a fragment of the tip was missing. The vendor braun was called - they advised us that this obturator/stylet was not radiopaque therefore no imaging would help determine if a fragment had been lost. The patient remained symptom free, which suggests that the tip was not damaged. Visualization of the tip under high magnification again suggested that the tip was intact.